Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was unable to implant the lead as the physician could not advance the lead enough into fitting position. The physician believed the s-shape was preventing the lead from being positioned deep into the vessel. The lead was taken out and a new lead was implanted instead with acceptable numbers. There were no issues with the patient before, during or after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.